Event description:
Same case as MDR ID: 2134265-2015-04190. It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. After a guide wire was inserted to the lesion, a 7.0mmx20mmx135cm sterling¿ balloon catheter was advanced for dilation. During the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was exchanged with an 8.0mmx40mmx135cm sterling¿ balloon catheter; however, the balloon ruptured on the first inflation at 5 atmospheres for 5 seconds. The procedure was completed with dilatation of a 7-40 mustang balloon catheter and implantation of an 8-37 express ld stent. Good blood flow was then noted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with a tuohy. The balloon was loosely folded. Inspection under magnification revealed a longitudinal tear (10mm in length)in the balloon material, starting 15 mm from the tip of the device. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. After a guide wire was inserted to the lesion, a 7.0mmx20mmx135cm sterling¿ balloon catheter was advanced for dilation. During the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was exchanged with an 8.0mmx40mmx135cm sterling¿ balloon catheter; however, the balloon ruptured on the first inflation at 5 atmospheres for 5 seconds. The procedure was completed with dilatation of a 7-40 mustang balloon catheter and implantation of an 8-37 express ld stent. Good blood flow was then noted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).